Event description:
It was reported that during an ablation treatment procedure, the device could not be seen under echography the target lesion was located in the liver. A 3.0/17/15 leveen needle electrode was selected for use. While inside the patient the distal tip of the needle could not be seen under echography. The device was removed and exchanged for another of same device. Ablation was performed, and the procedure was completed. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that during an ablation treatment procedure, the device could not be seen under echography. The target lesion was located in the liver. A 3.0/17/15 leveen needle electrode was selected for use. While inside the patient the distal tip of the needle could not be seen under echography. The device was removed and exchanged for another of same device. Ablation was performed, and the procedure was completed. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the leveen electrode and cord with original was returned with residue present on the device indicating use/ handling. A physical examination of the device found the array to be fully retracted. A functional evaluation was performed by extending and retracting the array without issue. The tines were found to properly formed and evenly spaced. A second functional evaluation was performed by measuring the conductivity and electrode was able to conduct current indicating proper connectivity at 0.52 ohms. The conductivity of the cord was tested and found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).